Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (01) 00889024201620. Complaint sample was evaluated and the reported event was confirmed. A visual evaluation of the four returned products confirmed that the end of the cavity 88-4400-404-00 exhibits stress marks, the peel end of the tyvek 88-4400-406-00 has been peeled back and shows adhesive transfer covering the whole flange. One sealed cavity and product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the DHR review. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source, foreign: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary total knee arthroplasty, the tyvek on a drill pin peeled away causing a sterility issue. Another drill pin was used to complete the procedure. No additional information is available at this time.